Event description:
The consumer's daughter, alleges her father tipped over while driving his scooter on the sidewalk, allegedly breaking his hip.

Manufacturer narrative:
User was reportedly transgressing a sidewalk with his scooter when incident occurred. User reportedly has driven over various terrain often in the past with no discrepancies. Current user guide covers this area. MDR filed based on injury.